Manufacturer narrative:
The reported device was interrogated and it was found that the device functioned as intended with no indication of premature battery depletion. The cause of death is suspected to be sudden cardiac death. Based on the results of the interrogation it cannot be excluded that the terminal arrhythmias were secondary occurrences caused by hypoxia, severe anemia, or electrolyte derailment as the primary cause.

Manufacturer narrative:
The device was received for analysis, and interrogation of the device revealed it was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was tested and no anomaly was detected.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported death could not be conclusively determined.

Event description:
It was reported that the patient expired. Additional information has been requested but not yet received.